Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade procedure, there was difficulty inserting the right ventricular (rv) lead into the header of the new device. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Event description:
It was reported that the lead was capped and replaced during the event.

Event description:
It was reported that loss of capture and loss of sensing were observed during the event.